Event description:
It was reported that the patient had a loss of bowel function, urinary retention, and was sleepy. The patient was noted to be in the ICU. The patient had an MRI since being in the ICU and the pump motor had stalled. It had not yet recovered at the time of the call. The medication used within the system was morphine. It was further noted that the patient was admitted to the ICU on (B)(6) 2013 due to complaints of increased somnolence, new weakness with at least two falls, new bowel incontinence,and increased thoracic back pain over the past two days. The patient was also noted to have experienced pain, an altered mental status, generalized weakness, and weakness with falls. The patient was noted to have been hospitalized. The pump was interrogated post-op-MRI and revealed a motor stall and recovery. The patient was unable to complete the initial MRI due to pain, so the patient was intubated and given general anesthetic for a second MRI. The reporter was unable to confirm pump recovery after the second MRI today. The logs were planned to be checked again on (B)(6) 2013. The patient's dosing remained unchanged. Per the implanting physician, the MRI was completed and did not reveal any issues related to the intrathecal catheter or pain pump.

Manufacturer narrative:
Product ID 8835, serial # (B)(4), product type programmer, patient; product ID 8780, serial # (B)(4), implanted: (B)(6) 2013, product type catheter. (B)(4).